Event description:
The reporter indicated that the pt's pacemaker was changed out recently. The ventricular capture threshold at that time was 2.7v at 0.23 ms with good impedance. During the first follow-up, loss of capture was seen at 4.0 v and lead impedance is the same. Capture threshold is now 5.4 v at 3.5 ms. No history of recent myocardial infarct, cardioversion, or surgery, etc. The reporter also stated that they will continue to follow the pt.